Event description:
It was reported that patient underwent a total hip arthroplasty in 1991. Subsequently, a revision procedure was performed on (B)(6) 1998 due to unknown reasons. Patient underwent a further revision procedure on (B)(6) 2015 due to dislocation. The modular head and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, "dislocation and subluxation due to inadequate fixation and improper positioning." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-00280).